Event description:
The customer reported that the side-firing fiber forward fired at 348,820 joules during prostate vaporization. It was reported that the procedure was completed with a turp as the physician did not want to open another fiber. The patient outcome was reported as "good".

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.